Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the primary operative note indicates a pinnacle cup was implanted, but according to the sticker sheet it a competitor cup, liner, and screw implanted. The revision operative note indicates corrosion. The part/lot is being updated. The unknown liner is being changed to a stem.

Event description:
Litigation alleges patient suffers from pain, and discomfort.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 12/22/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, popping, increased chromium and cobalt >100 after revision surgery (B)(6) 2014, unable to climb stairs, limit mobility, recurring infections, 4 surgeries in one year and 10% toe touch weight bearing. Medical records reported popping, grinding, "ratcheting" sensation, with significant corrosion and pitting of trunnion , gray joint fluid and blackened burs and soft tissue at the (B)(6) 2014 revision. Medical records also reported patient was revised on (B)(6) 2015 for infection (B)(4) will be updated for this revision that included depuy components. The medical records then reported patient was revised again on (B)(6) 2015 for a recurrent infection with large amounts of fibrinous exudate and a new complaint will be completed for this revision. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 14, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.